Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant of a left ventricular (lv) lead, this guidewire perforated through the lead and approximately five centimeters of the guidewire ended up in the cardiac vein. The guidewire was then withdrawn but a portion of the guidewire could not be removed from the vein and was abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this guidewire was used during a procedure to implant a left ventricular (lv) lead. While positioning the lead, it was noted that approximately five centimeters of the guidewire was in the cardiac vein. The guidewire was withdrawn; however, a portion could not be removed from the vein and remains within the vein. No adverse patient effects were reported and the extracted guidewire was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the guidewire was performed. Numerous kinks were observed throughout the length of the guidewire and there was an apparent fracture at the end of the device. The complete guidewire was not returned. Based upon the laboratory findings, the reported clinical observations were confirmed.